Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of fiber broke. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during ureteroscopy with laser lithotripsy in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 20w. According to the complainant, during the procedure, there was difficulty experienced in advancing the fiber through the ureteroscope. The fiber was then removed; however, resistance was felt and the fiber got stuck in the scope. After successfully removing the fiber from the ureteroscope, they noticed that the fiber body was kinked. The procedure was completed with another flexiva 200 laser fiber and a different ureteroscope. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.